Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was exposed to pool water. The customer's blood glucose level at the time of incident was 92mg/dl. Troubleshoot was conducted and the self-test could not be ran. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.